Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. The patient was placed on eliquis and aspirin oral anticoagulant (oac) medication regimen. At the 45 day routine follow up, transesophageal echocardiogram (tee) revealed an immobile device related thrombus on the face of the closure device, while slightly biased to the limbus. Procedural imaging and 45-day follow up imaging was reviewed, and the closure device met release criteria and continues to be well seated with no leaks observed. The patient had reported not being compliant with the prescribed oac regimen, so the physicians recommended the patient be more compliant. No interventions were reported. The patient was discharged.